Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet, while the dexcom app continued to display glucose readings, indicating the cgm was functioning. Symptoms included no reported adverse physiological effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education, which covered toggling connectivity, device restart, and re-entry of the sensor pairing code to reinitiate pairing. Investigation of this case revealed that the pairing process was successfully restarted following these steps, and the user would monitor for reconnection. It was concluded that the issue involved a pairing failure between the ilet and the connected cgm, with function of the cgm otherwise intact.